Event description:
A us distributor reported that the patient was at the outpatient cardiac rehabilitation facility on a recumbent bicycle when the lifevest alarms sounded. Patient received an appropriate shock during vt. Post shock sinus rhythm was 90 bpm. Patient fell off the bike and hit their head. Event was witnessed by cardiac rehabilitation staff. The patient was unconscious, staff performed CPR and confirmed patient was in vf. Patient had CT of head and placed on anticoagulants due to hitting head. The patient went to the hospital. The patient cannot remember pressing/not pressing response buttons or if they received a treatment. Follow up was performed with patient on (B)(6) 2022. Patient states they are feeling well. Patient was discharged home (B)(6) 2022 - sunday afternoon. Patient stated there was ¿no damage¿ to their head, and that a CT scan was performed and confirmed the patient had no concussion.

Manufacturer narrative:
The monitor and electrode belt were returned to the distributor. The evaluations have not yet been completed. Based on the data available at this time, there is no indication of a device malfunction.